Event description:
It was reported that the pump delivered less insulin than requested for a bolus; however, this could not be confirmed. There was no reported impact to the customers blood glucose level. A replacement pump was sent to the customer.